Event description:
It was reported that during preventive maintenance (pm), the cs300 intra-aortic balloon pump (iabp) failed the fiber optic test. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) evaluated the unit and observed the fiber optic failed the diagnostic test and posted "fos errors". The stm replaced the defective fiber optic assembly and corrected the failure. The iabp was then functional tested without any further failures with all safety, calibration, and functionality checks to factory specifications. The iabp was released to customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during preventive maintenance (pm), the cs300 intra-aortic balloon pump (iabp) failed the fiber optic test. There was no patient involvement and no adverse event was reported.